Manufacturer narrative:
Correction: a medwatch was submitted for this event that did not include company rep as a report source. This was an error. The report source section has been updated to reflect the accurate sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted. Subsequently, a second 26 mm valve was implanted reducing the pvl to mild. No additional adverse patient effects were reported.